Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The displacement test was not successfully completed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 53 alarm, pump error 37 alarm and failed battery alert/battery failed alarm found on 02-may-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. No unexpected pump error 53 alarm or pump error 37 alarm noted during the testing. The pump was monitored for several hours and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Pump error 53 alarm was recorded and found in the formatted history file on the event date: 05/02/2022 at 18:08:56.000. Pump error 53 alarm (linenumber = 5632; filenumber = 2005) was due to software error. Pump error 37 alarm was recorded and found in the formatted history file on the event date: 05/02/2022 18:08:12.000 no pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 37 alarm was confirmed, problem isolated on the motor assembly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the fomatted history file for the event date.however, insert battery alarm was recorded and found in the formatted history file on: 05/02/2022 18:09:42.000 05/02/2022 18:09:47.000and failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/02/2022 18:08:30.000, 05/02/2022 18:08:30.000 05/02/2022 18:09:14.000, 05/02/2022 18:09:42.000 upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading.failed battery alert/battery failed alarm was not confirmed. Pump error 53 alarm was confirmed. Pump error 53 alarm due to sofware error. Pump error 37 alarm was confirmed. Pump error 37 alarm, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.